Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the top cover was broken. A field service engineer replaced the top cover of the unit due to visible cracks around the biometric ID area. After the replacement, verified that all top components were functional and operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had broken top cover and sharp edges, could potentially be hazardous to colleagues. There were no adverse events or injuries reported based on this event.